Event description:
Caller alleged discrepant troponin I (ctni) results on triage cardiac panel test vs. Siemens results. Pt has a history of mi. Pt was admitted for "chest pain" on (B)(6) 2012 at 22pm and immediately tested on triage using cardiac panel. Clinical findings including EKG were all negative. The 22pm draw in heparin was sent for testing with siemens ultra-sensitive tni. Pt is under EKG monitoring. No catheterization was performed. Pt sample was collected in full edta tube, free of clots and bubbles. Test was performed at room temp of 72 degrees f, stable, away from other equipment. The sample of 22pm draw for triage was discarded.

Manufacturer narrative:
A discrepant high results were not observed with whole blood donors. Observed elevated tni with returned pt samples on triage. Tni values decreased post-hama on triage, indicating sample interference. Samples were run on access2 and yielded tni 0.00ng/ml. Customer returned one edta plasma sample and one heparin sample. Heparin is not validated for use with triage. All results of the whole blood testing met the release requirement for the device. We have 95% confidence that the devices will demonstrate at least 90% reliability since all devices were well below 0.1 ng/ml for tni. Observed some sample interference with returned pt samples. As of (B)(6) 2012, there are a total of two complaints against device lot w49751.